Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 3.50mm rebel stent was advanced for treatment. However, it was noted that the stent was damaged. The device was completely removed from the patient's body. No patient complications were reported.